Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable, there is no indication the lens has been explanted. The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when deploying an intraocular lens (iol), the tip of the preloaded inserter cracked all the way down (about an inch). No harm was done to the patient. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional info: through follow-up, it was learned there was patient contact. The cartridge tip was in the eye when the surgeon advanced the lens and heard the device click. The lens was in the eye with no complication. There was no vitrectomy, incision enlargement, or sutures required. The surgery was completed with no patient issues. Patient identifiers were not available. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 3/25/2022 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint simplicity was received in a plastic bag. No lens was received. Visual inspection under magnification revealed that the cartridge and cartridge tip was cracked/ damaged. The plunger rod tip was also received damaged. No lens returned as part of this complaint. The complaint simplicity was also disassembled, and no assembly issues were observed. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.